Event description:
The customer's mother reported that her son was in pe class and the cannula "came out of the tissue". His bg level at the time was high (422mg/dl). The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.